Event description:
A user facility filed a complaint stating that an ambulatory electromechanical infusion pump under-delivered drug (5-fu) during a chemotherapy treatment. There is no report of pt injury.